Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device fired fine two times with a white cartridge. The device was reloaded for the third firing with another cartridge. The device fired fine but when they tried to remove the cartridge from the device, the cartridge fell apart. No pieces fell into the patient. The device was reloaded with a fourth cartridge and worked fine. The procedure was completed with no patient consequence.

Manufacturer narrative:
(B)(4). Cartridge pan dislodged. The analysis results showed that 10 ecr60w cartridge reloads were received for analysis. Cartridge (a) was received fully fired and with the pan detached from the cartridge. Additionally, 9 cartridge reloads were received inside their sterile package. A sterile cartridge (b) was opened, loaded and tested for functionality with a test device. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged from the reload (a), it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.